Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience v (3.0x23mm, 4.0x15mm), xience prime 2.75x33mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effects of angina and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of coronary stents. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a xience v 3.5 x 28 mm stent was implanted in the ostium of a distal left main (dlm)/proximal left anterior descending (plad) arteries, a xience v 3.0 x 23 mm stent in a proximal circumflex (pcx) artery, a xience v 4.0x15 mm stent in a proximal right coronary artery (rca) and a xience prime 2.75x33 mm stent in a distal rca. Approximately 7 months later, the patient had chest pains (angina) and there was in-stent restenosis (isr) found on the xience v 3.5 x 28 mm stent in the dlm/plad ostium. Reportedly, all the other three stents were patent. A coronary artery bypass surgery (CABG) was done on the lm/lad vessel as treatment. There was no additional information provided.